Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of a bilateral mastectomy was exacerbated by the lifevest equipment. The patient described the area as blistered and bleeding/ yeast infection. The patient stated they do have a history of sensitive skin and /or allergies. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed nystatin for the skin irritation. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.